Manufacturer narrative:
(B)(4): one (1) device was received for evaluation for disconnected (switch blade scissor tip fell off into the patient). Evaluation of the device received did not confirm the reported issue. The same customer also stated that this reported failure happened 3 times recently, but not all handles were kept. This was reported in complaint numbers cfn (B)(4). The device was returned with the included disposable tip and it was noted that the customer was using the correct tip that mates with the returned handle device. When device was functioned tested with the supplied tip we were able to attach the tip in accordance to assembly and disassembly instructions per instructions for use, IFU 26-2910 with no issues. The device was also function tested with multiple switch-blade tips by assembling and disassembling and again could not replicate the reported issue. The switchblade scissor tips are a single use only device. The returned switchblade 1.0 handle, (B)(4) device was re-inspected before being returned back to the customer visually and by performing function tests. As stated before we tested the device mating ability on multiple switch-blades tip products and the supplied complaint sample tip, in addition, we performed a cut test. Also, a hy-pot test was performed to check the integrity of the insulation. All test passed and device was found to meet our current specifications. There is no indication that the design, material or manufacturing process was the cause for failure. The most probable cause for the tip falling off into the patient was improper assembly and disassembly practices of the scissor tip onto the switch-blade handle. A review of the device history record did not indicate any issues that would have contributed to the reported failure. Trending for the reported issue had not been detected. As a preventative measure we will recommend that the sales rep review the instructions for assembly and disassembly with the customer per approved instruction in IFU 26-2910. A copy of the IFU will be provided to the customer with the returned device. Our records have been updated should another issue be recorded for this product code.

Event description:
The following was reported by the facility: we have a switchblade, (B)(4), with the disposable tip on, to return for evaluation.  The tip fell off in the patient and was retrieved with no harm.  The customer states this happened 3 times recently, but not all 3 handles were kept.  No lot number for the tips is available.  All tips which fell off were retrieved with no harm to the patient.  Clinical use at the times of occurrence were not clear; however, one may have been used to attempt a lap-band removal.